Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician was unable to interrogate the implantable cardioverter defibrillator. Device replacement was planned. When the pocket was opened, they discovered that the device was competitor. The device had 6.6 years longevity remaining. The device was not replaced. The patient was stable after the procedure.